Manufacturer narrative:
One used tego¿ connector was returned for evaluation on 2/20/25. As received no physical damage, only an unknown solution residual was observed. No mating device was returned for evaluation. No occlusion in the fluid path was observed. The sample was tested as per procedure and met the product specification. Complaint of no flow / can't prime cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego¿ connector where it was reported that it was not possible to aspirate with tego valve. Without the valve, the catheter works normally. There was a clot in the bayle valves arterial, pollet valve arterial and venous of lot 14027552. The status of the product at the time of the event is during aspiration. There was unknown patient involvement and unknown adverse event/human harm.